Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral recurrent incarcerated inguinal hernias. It was reported that after implant, the patient experienced adhesion, migration and recurring hernia. Post-operative patient treatment included revision surgery. The device had been used with strap25 securestrap, lot# gg6795.